Event description:
Drive devilbiss is the initial importer of the device which is a bariatric rollator. We have not been able to retrieve the device for evaluation. The end-user was sitting on the device on his patio. The front fork reportedly gave way. He slid out of the device and fell hitting his head. The device was stored outside or in the trunk of the car. Device weight cap is 500lbs.